Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate cable. Additionally, it was reported that the customer did not observe insulin drips dripping out of the cartridge tubing during the load fill tubing sequence. A new cartridge was successfully loaded to address the issue. Blood glucose level was 81 mg/dl.